Event description:
There was an allegation of questionable na electrode (sodium) and cl electrode (chloride) results from the cobas pro ise analytical unit compared to another cobas pro analyzer. An example of discrepant sodium results for 1 patient sample was provided. The initial sodium result was 152 mmol/l and the repeat result was 146 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was aex, and the expiration date was 15-jun-2025. The field service engineer found the sonic wash station had degraded tubing and the waste could not flow. He repaired the tubing at the sonic wash station and performed decontamination of the ise flow path. He replaced the sample probe, performed mechanical checks, and performed ise checks. He performed calibration, qc, and a patient comparison with another analyzer. All mechanical checks, calibration, qc, and correlation passed. The investigation determined the service actions resolved the issue.